Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there were multiple drawer failure and were not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). The report that the station has multiple failed drawers, which are not being detected on the bus, was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: troubleshooting revealed that multiple drawers on the auxiliary unit were not appearing on the bus inspection found a burn mark on the pyxibus cable, which was replaced all drawers functioned properly after testing, with the customer confirming resolution visual inspection of the pyxibus cable observed burn and cut/scrape markings along an area on the cable; wires were exposed along the burn area testing confirmed exposed wires along the cable there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the report that the station has multiple failed drawers, which are not being detected on the bus, was due to a thermal damaged pyxibus cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there were multiple drawer failure and were not detected on bus. The customer reported that there was a delay in dispensing the medication. As per part investigation, it was determined that there was burn and cut area on pyxibus cable. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there were multiple drawer failure and were not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxibus cable was damaged. A field service engineer inspected drawer¿s retractor band, and a small burn mark was found on the pyxibus cable inside the auxiliary. The damaged cable was replaced, and the drawers were tested. All drawers functioned properly after the repair, and the customer also tested the system with no issues reported. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.